Manufacturer narrative:
H10 h3, h6: the device was used in treatment and was returned for investigation. It was reported that flickering was present after initially burring the distal femur and when moving to the additional bone. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. Review of log files did not find any errors. The returned cpu was connected to a system and the same case was reviewed. Everything appeared as expected. There was no flickering, as seen in the case screenshots and the error could not be replicated. Therefore, the root cause can be narrowed down to a software issue or a graphics card issue. This could be a graphics card issue because it occurred twice on one machine and it is used to generate the model. A software issue still cannot be ruled out, and if the same error were to occur on another system, it could be indicative of one. The root cause was established to be undetermined after investigation.

Event description:
It was reported that during a cadaveric demonstration, the workpiece had a consistent flickering. This flickering presented after initially burring the distal femur and deciding to take an additional 1.5mm of bone. The investigation found the problem could be related to a software issue or a graphics card issue but problem could not be replicated.